Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that the catheter developed a break/cut adjacent to the plastic connector. The catheter connector was replaced with a newer titanium version. No patient harm or injury was reported. Implant date is unknown.